Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was not following the correct load process. Tandem technical support educated the customer on the proper cartridge load process. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.